Manufacturer narrative:
Medwatch field d4 expiration date was updated. The customer was not performing qc for the various concentration ranges individually at least once every 24 hours as stated per product labeling. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii results from the cobas pure e 402 analytical unit. The initial result was 146 pmol/l. On (B)(6) 2024, the same sample was tested with a new reagent cassette and a new calibration with a result of 255 pmol/l